Manufacturer narrative:
Clarification to d9 - device not received by manufacturer. Date entered to push record forward on 21/nov/2022 per correspondence log. Device photo analysis: device photograph(s) for the device related to the reported event of rupture, was reviewed on november 09, 2022. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a device with an opening on the posterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the right side.

Event description:
Hospital staff reports rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.